Event description:
No fluid flow noticed going to sheath. Biomedical assessment: verified roller pump not turning during circulation phase of procedure. The biomedical engineer ordered and received a replacement console and sent the defective console back to boston scientific as part of the exchange process. There was a delay in the case; however, no patient harm.